Manufacturer narrative:
The customer was comparing results to the clinitek 500 that can read trace blood from strip in its operation. The customer thought the clinitek atlas reads whole blood cells but it does not. The atlas reads lysed rbc's and the cutoff according the rsc application specialist is around 5/hpf. The application specialist sent the supervisor at the site the package insert for the altas strips via email for their review of the method and customer was satisfied. Customer and siemens customer siemens engineer determined that the instrument was and has been operational. Instrument is performing as intended.

Event description:
Customer reported false negative blood results on the analyzer. There was no report of injury due to this event.